Event description:
It was initially reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. The clinician noted difficulty advancing the delivery system. After the 5 second suction, the clockwise turn was difficult. The handle came apart and the spring popped out. The clinician re-scoped and noticed that the pt had local irritation with small amount of bleeding. The hcp confirmed that the pt is ok and no intervention took place. This procedure is being rescheduled.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (12/03/2007).